Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of infection, pain in peritoneal cavity and solution was cloudy in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had an infection, pain in the peritoneal cavity, and his peritoneal cavity solution was very cloudy. That same day, the patient was hospitalized due to the events. Treatment was not reported. The action taken with dianeal was not reported. At the time of the report, the patient was recovering from the events. Concomitant therapy was not reported. An opinion of causality was not reported. The consumer declined to allow attempts at follow-up with a health care profession (hcp) for additional information. No further information was requested.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potentially associated lot h11f20093 with no issues noted during the manufacturing process. There were no deviations from standard procedure.